Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. It was observed that the customer's battery was unable to power on the device. The customer's battery was depleted. A test battery was able to power on the device properly. After observing proper device operation, the device was returned to the customer for use. The cause of the reported issue was due to a depleted battery.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.